Event description:
Many of the staff using the machines are saying that they have been suffering pain and aches in their wrists, thumbs and lower arms during and post application of treatments to patients.

Manufacturer narrative:
According to the information provided, the symptoms reported could be related to an intensive use of the device. In the handpiece instructions for use fb-286/3 and fb-326/3, we recommend to not use the device more than two continuous hour to avoid any harmful effect and in our swiss dolorclast device instruction for use fb-533/3, we mention that "extended use should be avoided in order to prevent the harmful effect of vibrations on the handpiece."